Event description:
It was reported that the user experienced difficulty deploying a teflon infusion set for the ilet, observing the cannula protruding beyond the introducer needle and expressing concern that a box of insets was defective; the user elected to stop troubleshooting and to administer insulin by injections. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no injury and no medical intervention. Investigation included telephone troubleshooting and user education on correct teflon inset handling to prevent the cannula from extending beyond the needle. Investigation of this case revealed user technique issues during infusion set insertion, with no device alarms and no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.